Manufacturer narrative:
This investigation will be updated should pertinent information become available in the future.

Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system has exhibited a beeping alert. Technical services (ts) was consulted and discussed that impedance has been gradually risen in all the leads. For the left ventricular (lv) lead the impedance measurements reached high out of range values greater than 2000 ohms. It was recommended to consult with the physician regarding the beeping alert and to perform programming enhancements. This lv lead remains in service. No adverse patient effects were reported.